Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, extensive thrombus of the inferior vena cava (ivc) and iliac veins, requiring thrombectomy and stenting of the ivc and iliac veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the thrombosis (blood clot) to the placement of the ivc filter. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency and lower leg swelling. There are possible patient and pharmacological factors that may have contributed to the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, extensive thrombus of the ivc and iliac veins, requiring thrombectomy and stenting of the ivc and iliac veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava filter. The medical records indicate at the time of filter placement the patient had a chronic history of dvt/pe on lifelong anticoagulation. Additional diagnosis included chronic lower back pain and neuropathy. The patient also had previous pulmonary embolism and thrombophilia. The optease filter was successfully placed. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, extensive thrombus of the ivc and iliac veins, requiring thrombectomy and stenting of the ivc and iliac veins. Per the patient profile form (ppf), approximately 4 years after filter placement, the patient had worsening lle swelling, pain and redness. The patient had a dvt ultrasound which showed extensive dvt of all deep veins of lle and was on coumadin and lovenox. The patient had testing which showed acute dvt, phlegmasia cerulean dolens and tachycardia. Venography showed extensive chronic thrombosis of the ivc to just the ivc filter and left iliac vein and moderate thrombosis of the right iliac vein. The filter was successfully removed and there was successful catheter directed mechanical thrombectomy of the ivc and iliac veins. There was also successful stenting of the left iliac vein. The filter is not available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Phlegmasia cerulean dolens does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that from the patient profile form that since the placement of the ivc filter, I developed progressive worse deep vein thrombosis. Medical records indicate at filter placement the patient had a chronic history of dvt/pe on lifelong anticoagulation. Additional diagnosis included chronic lower back pain and neuropathy. The optease filter was successfully placed. Approximately 4 years after filter placement, the patient had worsening lle swelling, pain and redness. The patient had a dvt ultrasound which showed extensive dvt of all deep veins of lle and was on coumadin and lovenox. The patient also had previous pulmonary embolism and thrombophilia. The patient had testing which showed acute dvt, phlegmasia cerulean dolens and tachycardia. Venography showed extensive chronic thrombosis of the ivc to just the ivc filter, and left iliac vein and moderate thrombosis of the right iliac vein. The patient had angiovac thrombectomy and filter removal. The optease filter was successfully removed (the record mentioned trapease but a previous record indicates it is an optease) and there was successful catheter directed mechanical thrombectomy of the ivc and iliac veins. There was also successful stenting of the left iliac vein. A gunter- tulip ivc filter was successfully placed. Additional information is pending and will be submitted within 30 days upon receipt.